Event description:
A complaint was reported regarding charging difficulties between the implant and the external equipment. A boston scientific representative performed device evaluation. The problem was confirmed. An explant surgery has been recommended.